Manufacturer narrative:
A2. Reported patient age is representative of the mean age for all patients included in the literature article study group. A3. Reported patient sex is representative of the majority of patient included in the literature article study group. B3. Reported event date is the date the journal/literature article was initially published online. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Dmytriw, a. A., salim, h. A., musmar, b., cancelliere, n. M., griessenauer, c. J., regenhardt, r. W., jones, j., tutino, v., hasan, z., limbucci, n., lay, s. V., spears, j., rabinov, j. D., harrigan, m. R., siddiqui, a. H., levy, e. I., stapleton, c. J., renieri, l., cognard, c., ¿ adeeb, n. (2024). Comparative efficacy of flow diverter devices in the treatment of carotid sidewall intracranial aneurysms: a retrospective, multicenter study. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology, 34(4), 907¿917. Https://doi.org/10.1007/s00062-024-01435-x medtronic review of the literature article found a multi-center review was conducted which included 444 patient treated with four different types of flow diversion devices to treat side internal carotid artery (ica) aneurysms between 2009 and 2016 to compare efficacy and safety of first-generation flow diverter devices including pipeline embolization device (ped) and three non-medtronic devices. 117 pipeline devices were implanted in the study group; 16 patients had 2 or more pipelines implanted. It was noted that the ped sub group had the highest aneurysm occlusion rate in the study with 83.8%. Additionally, the ped group had the highest proportion of favorable functional outcomes at 98.1%. There were no hemorrhagic complications or patient deaths reported in the ped group. Adverse events reported in the article included: 4 patients in the ped group required retreatment. 9 thromboembolic complications were reported in the ped group. 2 patients in the ped group were noted to have a neurological outcome measured by modified rankin scale (mrs) 2-5, signifying some varying level of neurological disability. At last follow up occlusion of raymond and roy (r<(>&<)>r) class 2 (neck remnant) was reported in 9 ped cases and r<(>&<)>r class 3 (incomplete aneurysm occlusion) was noted in 10 ped cases. Aside from the 4 patients noted above who required retreatment, no additional symptoms or treatment was reported regarding these patients was reported in the article.